Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patient presented with elevated lactate dehydrogenase (ldh) and was started on high dose heparin. On (B)(6) 2017, the lvad system recorded numerous low flow alarms. A representative of the manufacturer¿s technical services reviewed the log files and confirmed the reported low flows. It was reported that the cause of the elevated ldh was not determined. It was reported that the patient¿s inr was treated with unspecified interventions. An echocardiogram on an unspecified date found no changes to left ventricle size, aortic valve opening, mitral regurgitation (mr), or tricuspid regurgitation (tr) from previous testing. The patient was only treated with heparin. On (B)(6) 2017 it was reported that the patient remained hospitalized due to intractable nausea and vomiting suspected to be due to gastro paresis. The low flow alarms were reportedly due to hypovolemia from the patient¿s nausea and vomiting. The patient was provided fluid resuscitation. The low flow alarms resolved. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The center submitted two system controller log files with overlapping data, which spanned from 22jun2017 to 22aug2017, for review. A series of low flow hazard alarms were captured on 18aug2017, when the estimated flow was calculated below the low flow threshold of 2.5lpm. In addition, a transient low flow hazard alarm was captured on (B)(6) 2017. No other atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on lvas support and no further related issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.